Event description:
Purchased the facial flex ultra gadget that you put in your mouth and 'exercise' your mouth twice a day. And this is supposed to (from their brochure) "recaptures the facial contours of youth. Produces significant results in 60 days. Tones, uplifts and redefines the face, chin and neck." After using this device for 60 or 70 days, there were no visible changes, as evidenced by a few other people. The only fact was that the rptr's jaw and neck and face was painful and felt out of alignment. The jaw started to drop, dislocated and that scared them. This condition lasted about 2 or 3 weeks. Rptr called the co and they would not issue a refund or even listen to their complaints or concerns. This comes close to a rip-off and is a dangerous device to keep using for hours and hours. Rptr has everything intact and the reason that the rptr did not turn to FDA before is because they could not find their proof of purchase. Rptr found it. Rptr is a senior citizen and this is a sad story re: corporatons that prey on older people.